Manufacturer narrative:
It was determined during investigation this product was not the subject of the complaint. Depuy considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation.

Event description:
Patient wrote on (B)(6) 2013 asking for a waivers of the defense of limitation.